Event description:
Patient (B)(6) indicated that on (B)(6) 2024, their eyes would start feeling gritty and red after 6 hours, eventually leading to eye pain. Lenses kept getting harder to wear for more than a few hours at a time, eventually getting extreme even without contact lenses. (B)(6) was given drops by doctor on (B)(6) and was advised to start wearing contact lenses again after a couple of weeks. (B)(6) indicated that they tried to wear contact lenses again and could only do so for 4 hours without extreme pain and redness. (B)(6) returned to the doctor and confirmed infections in both eyes, giving (B)(6) more drops. After a further couple of weeks, the infection cleared up. (B)(6) was advised to change out all drops for new bottles and try again but the infection returned within a couple of hours of wear. (B)(6) returned to the doctor and received drops with the doctor noting the beginnings of corneal tearing or scarring, however (B)(6) saw a different doctor a week later who did not observe this. By the end on (B)(6) 2024, (B)(6) was advised by the doctor to stop wearing contact lenses for the time being.